Manufacturer narrative:
Additional, changed, and/or corrected data: fi results. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma ¿ alcl - suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth rev 3.0 was performed, and the event of lymphoma ¿ alcl - suspected is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional through regulatory agency reference (B)(4) reported "suspicion alcl" and "diagnosis of anaplastic large cell lymphoma associated with breast prostheses". Histopathological markers cd30+ and alk- have not been received. Later, healthcare professional reported capsular contracture baker grade I. Surgical intervention: "prosthesis explantation plus mastopexy". This record is for the right side. The device has been explanted without replacement. The device will not be returned.

Manufacturer narrative:
Additional physician information: implanting physician: dr. (B)(6). Implanting institution: (B)(6). Review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosis of anaplastic large cell lymphoma associated with breast prostheses" (histopathological markers cd30+ and alk- have not been received).

Event description:
Healthcare professional through regulatory agency reference (B)(4) reported "suspicion alcl" and "diagnosis of anaplastic large cell lymphoma associated with breast prostheses". Histopathological markers cd30+ and alk- have not been received. Later, healthcare professional reported capsular contracture baker grade I. Surgical intervention: "prosthesis explantation plus mastopexy". This record is for the right side. The device has been explanted without replacement. The device will not be returned.